Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of 'alarming load pts 3-4 when not in use' was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be failed downstream sensor. The downstream sensor will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump was alarming load points 3-4 when not in use. The pump thinks a tube is loaded in points1-2 in the in patient unit. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.